Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - I was alerted via email from the medical device safety officer today that there was an issue with one of our ports. The email is copied and pasted below. I have requested more information to fill out the remainder of the cer form. "We have had an incident in theatres whereby a piece of rubber was seen in the patient when using the kii fios 12x100mm obturator. The rubber piece was successfully removed and I have it with the used obturator. I would be grateful if you could contact me at your earliest convenience to discuss the possibility of the device being fully examined to see if it indeed has come apart. Obviously the device has been used surgically and is therefore contaminated so we would also need to discuss applied medicals position regarding investigation of such matter". Additional info received from applied medical team member november 17, 2016: was the packaging/wrapper kept for this product or the box from which it came from so I can retrieve the lot numbers? "No packaging retained but staff are confident it was from the lot 1274611" "patient was having a laparoscopic cholecystectomy and a small piece of rubber was found on the omentum. Piece of rubber removed from the abdominal cavity." Patient status - "no harm. Current patient status post-operative and no harm sustained"